Event description:
Customer reported a minimum fill notification and was attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. The customer consulted technical support and removed the pump from its case, cleaned the pneumatic tap, and installed a new cartridge as instructed. This resolved the issue, and the customer resumed insulin deliveries successfully.